Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged because the patient stated they would feel better if it was done. Patient is in stable condition and plan of care is to proceed as normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a replace controller alarm as a result of an lcd fault was confirmed through the analysis of a submitted data log file. The log file contained data spanning 24 days (09nov2020 ¿ 03dec2020 per time stamp). A yellow wrench / replace controller alarm caused by an lcd fault (internal error code 201) was observed on (B)(6) 2020 at 12:12. This fault status will only result in an alarm if it is active for a set period of time. The fault self-corrected and did not prevent the system from operating at appropriate voltages and pump speeds. There were multiple low voltage advisory alarm events also captured throughout the log file. According to the voltage values, the low voltage advisory alarm events appear to be related to routine discharging 14v batteries. No other notable events were observed throughout the log file. The system controller (B)(6) was exchanged; however, is not expected to be returned for an evaluation as it was disposed of. As a result, the root cause of the lcd fault in the log that triggers the alarm cannot be conclusively determined by this analysis, and the complaint file will be closed accordingly. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, replace controller, yellow wrench advisory, and lcd fault alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on 01may2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged the controller as this would make them feel better if done. The exchanged controller was not returned as it was disposed of.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient changed their controller for unclear reasons so log files were sent for analysis. A pump stop was noted by the ventricular assist device coordinator. Log file analysis captured a replace controller message on (B)(6) 2020 due to an lcd fault event which self-corrected. An odd string of low voltage advisories while on battery power were also noted on (B)(6) 2020 between 12:06 and 12:09. This was followed by a driveline disconnect at 12:12, leading to the noted pump stop when the patient exchanged the controller.